Event description:
Pt called on sunday, 3/30/97 and stated that the portable feeding pump was dispensing the food at twice the rate it should be (ie. Pump set at 50 c p/h) fill bag with 8 oz feeding supplement-turn pump on-should take 4 to 4 1/2 hrs to dispense. Customer stated that it took two hrs. In the meantime, the pt was given a different pump to use. The device was then evaluated and seemed to be working properly, but the bags didn't seem to want to work properly. Customer was insistent that she needed to use the portable pump for the pt, so facility reduced the dose to see if that would deliver the proper amount. Returned to store, the MFR was notified of the problem, they seemed to think it could be a bag problem also. Pt went to see their physician. The physician stated to let it feed all out in two hrs and take the pt off the pump for an hr and repeat. MFR is sending new bags to try. Facility will be testing these bags for proper function. Pt will be on feeding until 4/10/97. Oin 4/10/97, MFR rep stated that the pump set is not designed for the powder formula. Therefore, unless mixed very well it wil cause blockage in the bellows in the pump set. The recommendation was to only hang four hr amount at one time. The pt's mother was advised of these precautions and there has been no other problems noted.